Event description:
The resident was lifted out of the bed. As the lift was turned to come out of the door, the left (back end) of the sling came loose. The resident slid out of the sling onto the floor. No injuries were reported.